Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. Software evaluation was not possible with material returned. When the returned power supply (cc-002403) was plugged into an outlet via the returned power cord (cc-002367), it would intermittently cut off and on when it was manipulated. This malfunction was attributed to 'exposed wires' in the power supply (cc-002403). A golden i3 unit was powered on successfully multiple times in conjunction with the test power supply (cc-002403) and returned power cord (cc-002367).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wires and sparking of the power supply box. The power supply box was replaced and there were no adverse consequences reported by the patient.